Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. Isi has not received the iesu for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the generator error c-34 occurred. The site had already rebooted, but the issue persisted. The procedure was completing as planned with bipolar energy only. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the generator was exchanged out with an external generator during the case. The procedure was completed robotically with same da vinci system.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The generator was analyzed, and the reported failure was confirmed and reproduced when the generator was connected to system. The logs confirmed the fault occurred in the field. During the visual inspection the bezel was cracked top left corner. C-34 error during start-up and mono coag activation. The unit that was placed on a system and was run in normal mode. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of erbe error c-34 and error 2-8a was attributed to a low voltage detected on start-up hf voltage measurement due to an electrical component failure on the generator.

Event description:
Refer to h11 for follow-up information.